Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited no image and the buttons on the front panel didn¿t work occasionally. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction where the image is not displayed would likely be due to failure of the scope socket. For the malfunction where the buttons on the front panel do not work, it was confirmed; however, we could not determine the cause. Olympus will continue to monitor field performance for this device.